Manufacturer narrative:
Unit passed displacement test, selftest, and active current measurement, however unit failed sleep current measurement and received unexpected battery power loss due to corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alarm. Timing was less than 8 hours from the low battery alert to the replace battery alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.